Manufacturer narrative:
The insulin pump had an alarm noted in the alarm history due to a corrupted history file. The insulin pump failed the displacement test and alarmed motor error during rewind due to an out of phase motor encoder signal.

Event description:
It was reported by the customer that there was a motor error alarm and the insulin pump alarmed during start up. Nothing further was reported.